Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited telemetry difficulty issues with no conclusive evidence of a malfunction; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that during automatic setup the screen froze and turned yellow. Analysis was performed that did not confirm any sign of a freezing programmer. The device is programmed to primary sensing vector with no noisy signals. Technical services noted that telemetry error cannot be excluded but the connection is more suspicious. No adverse events were reported.